Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 070 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2019 with the following findings: a review of the black box and alarm history showed several call service 070 motor rewind tolerance error alarms. The battery compartment and battery cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, and no call service 070 alarms occurred during the investigation. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. The alleged call service 070 complaint was unable to be duplicated during testing.